Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an over-infusion of argatroban, and that he believes there was patient harm.

Manufacturer narrative:
The report of an overinfusion could not be confirmed. Details regarding the reported event were not provided. The data set was requested but not received. The pcu event log shows the devices were programmed via remote IV requests. The medications in use cannot be identified without the dataset that was in use at the time of the reported event. Further review could not be completed without any identifying details such as date, time, intended programming parameters, etc. The root cause of the customer's report was not identified.

Event description:
Multiple attempts to obtain the data set and additional details were unsuccessful.